Event description:
The patient as revised because of complaints of pain. Surgery revealed poly wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records were not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be rec'd, the investigation can be reopened.